Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. A lot history review could not be conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame 18,604 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised the following: do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Additionally the IFU continues, note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported via a presentation at the 2020 annual meeting of japan lung cancer society that the device, trs100sb2, ancr tissue retrieval system, was being used during a arthroscopic lobectomy procedure on an unknown date when it was reported, ¿immediately after the upper lobe of the left lung was placed in a plastic collection bag and removed through the window, bleeding occurred from the main pulmonary artery at the central level above a3. After hemostasis, a fibrin sheet was applied to assist hemostasis. The operation time was 3 hours and 51 minutes, and the blood loss was 100ml. A video of the operation showed that the internal pressure of the collection bag increased due to removal through a narrow window, which made the tip of the collection bag sharp and possibly punctured the main trunk of the pulmonary artery.¿. The procedure was completed. There was no report of hospitalization for the patient. This report is being raised on the basis of injury due to reporter¿s belief that device may have caused bleeding.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported via a presentation at the 2020 annual meeting of japan lung cancer society that the device, trs100sb2, ancr tissue retrieval system, was being used during a arthroscopic lobectomy procedure on an unknown date when it was reported, ¿immediately after the upper lobe of the left lung was placed in a plastic collection bag and removed through the window, bleeding occurred from the main pulmonary artery at the central level above a3. After hemostasis, a fibrin sheet was applied to assist hemostasis. The operation time was 3 hours and 51 minutes, and the blood loss was 100ml. A video of the operation showed that the internal pressure of the collection bag increased due to removal through a narrow window, which made the tip of the collection bag sharp and possibly punctured the main trunk of the pulmonary artery.¿. The procedure was completed. There was no report of hospitalization for the patient. This report is being raised on the basis of injury due to reporter¿s belief that device may have caused bleeding.